Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. (B)(4).

Event description:
It was reported that short pauses were observed in ventricular pacing around the same time each night. It was further reported that the left ventricular (lv) capture management was programmed off, and there were no further issues. The device remains in use. No patient complications have been reported as a result of this event.